Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be rec'd, a follow up report will be filed.

Event description:
According to the info rec'd an individual reported that a pt was currently having surgery due to blood clots in the bladder from the catheters cutting/scratching the pt. Medical history is unk.